Event description:
It was reported that a patient experienced cloudy effluent and a fever coincident with peritoneal dialysis therapy. The cause of the event was unknown. On the same day as onset, the patient was hospitalized for the event. Treatment information was not reported. Dianeal therapy remained ongoing. Twenty two days after admission, the patient was discharged from the hospital and reported to have recovered from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). This report involves a patient who experienced cloudy effluent in the context of peritoneal dialysis. While there was no peritonitis reported, it is currently unable to be ruled out as a cause for the reported symptoms. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.